Event description:
It was reported to MFR, by facility, (B)(6), per facility two c.n.a.'s were transferring resident from bed, resident was placed in the sling, sling attached to lift. C.n.a. Backed lift from under the bed and pivoted to the right, when lift supposedly tipped over. Resident was not hurt however the two employees did receive injuries; temporary in nature - and per facility there was medical attention needed. Lift was pulled from service and inspected by their maintenance staff, they were unable to recreate the incident and no product defect was found. Facility asking MFR to send rep into facility to evaluate and inspect lift in question. This inspection did happen on (B)(4) 2010. Hoyer advance lift was inspected after lift incident report, and findings were "lift functions properly" "agreeded that the injury was caused by the staff inappropriate use of the lift." "Training was done during the in-service" no follow up required.